Manufacturer narrative:
The manufacturer reviewed the production records and no issues were observationed. Retention discs were measured with blood compared to reference method (5 replicates at 2 levels) and no issues were noted. The manufacturer tried to reproduce the customer's procedure of putting the tip of the disc down to the test material, but the variation of the results was not confirmed. Contamination on the sides of the disc also creates a risk of instrument contamination, which might be cause of the error. This sample application method is outside of the regular operation and is not recommended by the manufacturer.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable hemoglobin a1c (hba1c) results when patient samples were tested with different lots of reagent disk cartridges. Of the data provided for eight patient samples, only the results for two of the samples were discrepant. Patient 1 initial result was 6.085% (43 mmol/mol) and the result for the same sample 12 minutes later with reagent lot 729021 was 5.35% (35 mmol/mol). Patient 2 initial result was 6.3% (46 mmol/mol) and the result with reagent lot 729021 was 5.4% (35 mmol/mol). The results were reported outside the laboratory, but were not used for treatment. There was no allegation of an adverse event. The customer used cobas b 101 meter serial number (B)(4). An optical test was performed on the meter and was acceptable. It was observed that the customer did not use a pipette or capillary tube to transfer the blood to the disk cartridges. They just put the tip of the cartridge directly down to the sample which contaminated the sides of the tip with blood. Service personnel tested a sample in the same manner and received differing results. The same sample was then tested using a pipette and the results were acceptable. The customer was advised to use a pipette or capillary tube in the future and to not contaminate the disk cartridges.